Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 26.2-27.3cm, and between 31.0cm and 32.3cm from distal tip electrode. The etfe coating was intact at these locations. External insulation abrasion was found at 9.7- 10.3cm from the distal tip electrode, consistent with abrasion to another device. Etfe coating was intact.